Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery drained quickly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b1, b4, g3, g6, g7, h2. Corrected fields: b5, e3, h6( health effect - clinical code, health effect - impact codes), h10.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery drained quickly. There was patient involvement, but no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse first identified the unit plugged in with the battery led off. Also, the fse identified the ac toggle switch in the off position. Then, the fse unsuccessfully attempted to turn unit on, which was pointing to a fully depleted battery. Then, the fse then toggled the ac switch to the on position and immediately heard the power supply fan turning on followed by the battery led blinking. So, the fse narrowed down the issue to ac toggle switch being off. Then it was stated that the fse discussed with the customer that the batteries need to be recharged overnight to test the battery runtime and that the customer agreed to replace the batteries as a precaution, given that the batteries were fully depleted, thus potentially damaging the batteries. So, the fse ordered the batteries. Once they arrived, replaced the batteries as a pair. The unit was then calibrated and passed all functional and safety tests per factory specifications, and it was returned to customer and cleared for clinical use.